Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula bent within 3 or more hours after insertion at abdomen on (B)(6) 2024 and (B)(6) 2024, which resulted in elevated blood glucose (430 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). The infusion set was in use for 8 hours. It was also reported that the patient first went to emergency room (ER) and subsequently got hospitalized on (B)(6) 2024 and received intravenous (IV) and fluids of saline and insulin. The patient also had moderate ketones. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.